Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
The following was reported: "camera shut off during the procedure" no negative impact in state of health reported. Cross reference MDR: 2027009-2025-01377.

Manufacturer narrative:
Device evaluation: complaint not verified - no image quality or stability issues were detected during the ksus-goleta evaluation. The customer returned a tc201us and a tc304us which were tested together. Ksus goleta service incoming was unable to determine any issues with either unit. Ksus goleta process engineering performed the complaint investigation for over two weeks without issue on either device. A visual inspection was unable to identify any issues. All the input/output connectors were in proper condition visually, for both devices. Furthermore, functional tests were unable to detect any intermittency. The top covers were removed, but there was no loose hardware, internal connection issues, or obvious signs of any problems. Functional testing was performed with both devices tested together using test fixture th120 and th121 camera heads. Testing was performed for more than 2 weeks and this included extensive power cycles, several overnight burn-in sessions, and heavy cable manipulation. Unable to duplicate the customer's reported complaint. The event is filed under internal karl storz complaint ID: (B)(4).